Manufacturer narrative:
Of the 82 allegations of a malfunction, 46 pumps were returned to animas and investigated. Of the investigated pumps, 36 were found to be malfunctioning due to damage to the display: 22 had a scratched display lens, 8 had a cracked display lens, and 6 had other unspecified damage to the display. During investigation for unrelated allegations, there were 35 additional damaged failures revealed during product investigation. There were 15 scratched display lens, 12 cracked display lens and 8 had other unspecified damage to the display.

Event description:
This report summarizes <noe> 82</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged display issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-80 years of age and between 40 and 265 pounds. Of the reported patients, 48 were male, 34 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 5 pumps were returned and investigated. There were 4 instances of display damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #3 date of submission 10/25/2016 - device evaluation: in q3 2016 2 pumps were returned and investigated. There was 1 instance of display damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #5 04/21/2017 device evaluation: in q1 2017 there were 1 additional instances of damaged failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #1 06/16/2016. Of the 82 allegations of a malfunction, 46 pumps were returned to animas and investigated. Of the investigated pumps, 36 were found to be malfunctioning due to damage to the display: 22 had a scratched display lens, 8 had a cracked display lens, and 6 had other unspecified damage to the display. During investigation for unrelated allegations, there were 35 additional damaged failures revealed during product investigation. There were 15 scratched display lens, 12 cracked display lens and 8 had other unspecified damage to the display. This report is processed under exemption number e2015053. This MDR report is part of the (B)(6).

Event description:
This report summarizes 82 malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged display issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-80 years of age and between 40 and 265 pounds. Of the reported patients, 48 were male, 34 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #4 date of submission 01/26/2017 - device evaluation: in q4 2016 there was 1 additional instance of a damaged display found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #6: device evaluation: in quarter 2 of 2018, there were 1 instances of damaged failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.